Event description:
It was reported that the patient¿s nurse was unable to perform telemetry. The programmer error said, ¿no magnet in place.¿ it was determined that the nurse selected the synchromed application on the programmer, but the patient had a synchromed ii device implanted. The proper application was selected and the issue was resolved. The patient was hospitalized, but the reason for hospitalization is unknown. The device system was used to deliver morphine, clonidine, bupivacaine, and baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8709, lot# j0058204r, implanted: (B)(6) 2001. Product type: catheter. (B)(4).